Manufacturer narrative:
(B)(4). Batch # zpgbbv. Investigation summary: the components returned were: port applier, velocity port with the locking connector, tubing strain relief, and a gastric band (bd3xv). Visual inspection was performed on the returned components and the buckle tab was noted to be cut from one of the sides, making the band not functional for the customer. It is possible that the damaged on the buckle tab was due to an improper handling of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric procedure, the ring broke and he had to use another one to complete the procedure. No impact to the patient was provided.